Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 months following the implant of this transcatheter bioprosthetic valve, the patient developed a fever and was diagnosed with infectious endocarditis due to a verrucous ulcer in the transcatheter valve and the tricuspid valve. Subsequently, antibiotics were administered. Despite treatment, the patient's condition did not improve. A cerebral infarction was noted approximately 2 months later. The patient passed away and the cause of death was reported to be infection. Per the physician, the cause of death is not related to the procedure. Involvement with the valve cannot be denied as a cause of unsuccessful antibiotic treatment, however.

Manufacturer narrative:
Additional information: b5 (second paragraph), d4, and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 months following the implant of this transcatheter bioprosthetic valve, the patient developed a fever and was diagnosed with infectious endocarditis due to a verrucous ulcer in the transcatheter valve and the tricuspid valve. Subsequently, antibiotics were administered. Despite treatment, the patient's condition did not improve. A cerebral infarction was noted approximately 2 months later. The patient passed away and the cause of death was reported to be infection. Per the physician, the cause of death is not related to the procedure. Involvement with the valve cannot be denied as a cause of unsuccessful antibiotic treatment, however. Additional information was received indicating that the patient's n-r fused type 1 bicuspid valve and horizontal aorta of 68 degrees may have been contributing factors to the cerebral infarction.